Event description:
I was implanted with essure (B)(6) 2014, by (B)(6), I started to have symptoms. Over the course of 4 1/2 years I experienced, chronic fatigue, weight gain, insomnia, anxiety, depression, brain fog, daily chronic migraines, dental problems, bone and joint pain, back pain, abnormal menses, extreme bloating, hives, swelling and inflammation of my extremities, tingling and numbness of my hands, metallic taste in my mouth, dizziness, black outs, endometriosis, adenomyosis, ptsd, depleted vitamin d, hormonal imbalances.